Event description:
Per complaint# (B)(4), complainant reports a device malfunction for vendor part, nouvag implant machine md11, in which push button on back of handpiece was not working and implant drills get stuck.